Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was low vacuum with the phaco tip which deemed to be old during cataract surgery (with intra ocular lens implantation). The procedure was completed by replacing the product with another one. There was no patient contact with suspect product. This report pertains to phaco tip involved in reported event of low vacuum.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation for the report; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available; however, per the follow-up details, it is stated that the customer has reused handpiece phacoemulsification tip. Per the direction for use, there are warnings that instruct the user that ultrasound tips are intended for one procedure only. Do not reuse or reprocess the device. Since the cause of this complaint is due to user error, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).